Event description:
It was reported that the user experienced hypoglycemia after announcing a usual meal on the ilet while eating fewer carbohydrates than the 50-gram usual meal assumption, during the initial learning period of the system. Symptoms included lightheadedness and fatigue, with a reported blood glucose nadir of 65 mg/dl. Investigation included customer support troubleshooting and user education regarding meal announcements and appropriate carbohydrate intake. Investigation of this case revealed use-related error related to incorrect meal size announcement relative to actual carbohydrate intake during early adaptation of the device. Outcomes included self-treatment with oral glucose tablets and no alerts or alarms reported. It was concluded that, based on previously established findings for similar reports, the device performed as designed and that user education on matching meal announcements to consumed carbohydrates was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.